Event description:
It was reported that the patient's right ventricular lead had high capture thresholds and was oversensing noise. The patient presented for a routine device exchange and the lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable post procedure.